Event description:
It was reported the pt is experienced heating at her ipg site. The heating is constant and unrelated to charging or stimulation. The pt recently underwent a revision surgery on (B)(6) 2013 where her ipg was relocated due to pain. (Ref MFR. Report 1627487-2013-21518). The pt will monitor the heating until his next appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.